Manufacturer narrative:
Manufacturing record review, complaint history analysis and risk assessment. Results: a thorough investigation could not be performed due to the unavailability of the implicated device. Manufacturing record review: the relevant batch mfg documentation could not be reviewed because the batch number of the implicated screw was unk. No x-rays were available for eval. Complaint history analysis: this is the 1st complaint of per-operative bone-screw breakage to have been received on the mantis product range. Risk assessment: there were no adverse consequences in the reported event. Surgeon left 10mm of the screw in the pt. Conclusion: with the info received to date, it is not possible to determine the cause of the bone-screw breakage.

Event description:
It was reported that, "while completing a removal of pedicle screws from l1 - s1, the posterior end of the screw at the right l4 pedicle broke off, leaving approx 10mm of screw in the pt. The surgeon elected to leave the tip in the screw. The rest of the hardware was taken out without any issue."